Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of alarm f-63 was determined to be damage to the central processing unit board (cpu). To correct the condition, the cpu board was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have an f-63 alarm.¿ no additional information is available.